Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 296 mg/dl. The customer had been experiencing blood glucose levels over 400 mg/dl all day. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests, but the spouse was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.